Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number of the product is unknown. No device history record (DHR) review was performed since the lot number is unknown and no information was found in the system from this customer related to peritoneal dialysis (pd) device products. With the information available, it is not possible to determine a causal relationship between the product and the incident. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact called into technical support to report a heater bag not detected alarm during step 3 of setup. There were no issues noted with the patient¿s setup. The patient contact reported that they were missing regular fluid for the normal fills since the last fill is a medicated one. Additionally, the patient contact asked, while in step 7, how to connect the stay safe connecter to the catheter. The technical support representative was unable to resolve the issue and treatment was cancelled. It was advised to contact the peritoneal dialysis nurse (pdrn) about how to connect and setup with new supplies. The patient contact reported hat they would continue with this treatment. Upon follow up, the pdrn stated that the patient¿s medicated bag is actually an extraneal (icodextrin) bag. The pdrn stated that the treatment was continued, however in the last cycle, the extraneal (icodextrin) bag became disconnected from the patient¿s apd luer lock adapter and leaked. The lot number of the adapter was unknown. The pdrn stated that per clinic procedure, the patient was prescribed prophylactic antibiotics (details not provided). Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention related to the reported event. The patient is doing well and continuing with their pd treatments. The adapter was not reported to be available for return to the manufacturer for physical evaluation.